Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "secondary port (needle free access port) came off the tubing cassette when secondary medication tubing was removed, leaving an open line. When cassette was removed from pump fluid leaked out of that port. Patient harm: no. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample is available for evaluation. The attached photo was evaluated, and it was observed that the k-zero was completely separated from the cassette. The customer complaints are confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of uv glue application or insufficient curing time during the bonding process. This resulted in poor adhesion, causing the luer connector from the secondary port to become loose, detached, or missing, due to an improper joining operation performed by the operator. Manufacturing personnel were notified on every working shift. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25l11168 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.